Manufacturer narrative:
Investigation by the manufacturer found that osteophytes on anterior of patient's vertebral bodies were not removed at the level where the varilift implants were placed during the index surgery. The lack of adequate disc prep resulted in the implant not seating all the way anterior as required. The device migration was due to the anterior osteophytes pushing on/adding load to the device in the disc space. Device not received by manufacturer.

Event description:
Varilift-lx device migration 5 months post index surgery.